Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels. The value of the past high bg was not known and the current bg level was 213 mg/dl. The pump was used to address the high bg. The contact thought that the pump was the cause of the high bg; however, after performing a pump system check with tandem customer technical support (cts), no device issues were identified. The pump was found to be functioning properly and the contact confirmed. Cts advised the contact to discuss the high bg events with a healthcare provider.